Event description:
The site radiologist reported that the device displayed info from a different patient, when a patient jacket (a drop down list containing a list of the patient's exams) was opened. It was reported that the issue recurred after the patient jacket was closed and reopened. No injury or misdiagnosis was reported.

Manufacturer narrative:
The reported issue was duplicated through internal investigation. It was found that the pacs system does provide the user with a notice in the jacket header that the jacket does not match the current exam when an incorrect patient jacket appears. The patient jacket, although not match with the current exam, does provide the correct information to the user about its contents, including the patient name and identifier. The contents, if selected, match the patient jacket and display the same name and identifier. The MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective action taken pursuant to an FDA inspection conducted at the facility in 2008.